Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that there had been no further issues observed in the following cases. To prevent the issue from recurring, the fse explained to the caller (nurse) that this is normal operation when pairing with trumpf table. No site visit was conducted. The system was working properly, and no additional action was required. This complaint is considered a reportable event due to the following conclusion: it was alleged that the universal surgical manipulators (usm) moved freely with uncontrolled motions when the system was pairing with the trumpf table. Unintuitive motion of the arms during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure that when the system was paired with the trumpf table, the arms moved on their own. The caller was not sure if the trumpf table was moved while docked. There was no injury to the patient. The caller did not notice any further issues in the following cases. The live logs showed a data latency error on this date. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, including to clarify exactly when the issue was seen. However, no further details have been received as of the date of this report.